Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles are clogged/blocked. The following information was provided by the initial reporter: "my name is (B)(6), I am a pharmacist for cvs pharmacy & just want to bring attention to a defect in bd safetyglide needle 25g x 1¿. The hole within the needle for lot regn2118 appears to be closed which does not allow for the contents to be expelled. I found at least 30 needles within this lot that all had the same issue."

Event description:
No additional information received.

Manufacturer narrative:
Investigation report attached: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.